Event description:
Reporter alleged blood glucose measured 38 mg/dl back to back with a result of 168 mg/dl when testing was performed 1 min apart. No actions were taken or treatment was rec'd reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.